Manufacturer narrative:
(B)(4).

Event description:
Signal loss over an hour.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. Internal error of the diabeloop sa.

Manufacturer narrative:
(B)(4).